Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of suspected sense b noise resulting in an inappropriate shock. The patient was subsequently hospitalized and therapy was deactivated. Rhythmcare then recommended system replacement, however this device remains in service. No additional adverse patient effects were reported.